Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and an unknown drug for spine/back and malignant pain. It was reported that the patient stated they just had a new pump routinely replaced and their doctor asked if they got a controller. The patient stated the doctor told them they had one in their car, so they went out to their car and got one, but they couldn't get it to pair. The patient mentioned they didn't come with an instruction booklet either. The patient confirmed this was their first time using the equipment, but stated hcp told them this equipment set appeared to be used by someone else but hcp wanted them to use it. The patient was assisted in connecting the handset and communicator to the pump, and the patient reported seeing 'incompatible pump found. The prompt is not paired with the handset. Service code: 351.' The patient was assisted with unpairing/repairing handset. After the patient tapped 'complete pairing,', they had a telemetry delay at 90% and then saw 'myp tm app not responding, close app or wait.' The patient was instructed tap close but then they saw service code 156. The patient was instructed to close out of the myptm app and clear data. Prior to clearing data, the patient stated data was 9.10 mb and cache was 77.82 kb. The patient then reconnected to the pump and confirmed equipment had paired and patient did not have a telemetry delay. The patient stated the connection was fast. The patient had a bolus available but did not want to use one at the time. Patient stated they were told they get 3 boluses per day. When pump medications were inquired, the patient stated 'dilaudid, and as far as I know,' and a medicine 'that should have numbing effects but nothing that affects the brain.'